Manufacturer narrative:
Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) was clotting. This was discovered during use. The following information was provided by the initial reporter: material no: 365974, batch no: 9017593 it was reported the patients samples clot completely solid. I am writing to inform you of a problem that I experienced with a lot of bd microtainer k2edta. In three days I had multiple patient's samples clot completely solid. We have always used these microtainers and have never had a issue in the past. All of the samples were easily obtained and were well mixed. After the first sample, I was very conscious of how well I was mixing the samples to avoid another redraw. All of tubes were from the same lot of k2edta microtainers : 9017593, exp 6/30/2020. We have removed all of this lot of tubes.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) was clotting. This was discovered during use. The following information was provided by the initial reporter: material no: 365974 batch no: 9017593. It was reported the patients samples clot completely solid. I am writing to inform you of a problem that I experienced with a lot of bd microtainer k2edta. In three days I had multiple patient's samples clot completely solid. We have always used these microtainers and have never had a issue in the past. All of the samples were easily obtained and were well mixed. After the first sample, I was very conscious of how well I was mixing the samples to avoid another redraw. All of tubes were from the same lot of k2edta microtainers : 9017593 exp 6/30/2020. We have removed all of this lot of tubes.

Manufacturer narrative:
Investigation summary: this complaint is associated to field action # 2243072-05/09/2019-007-r. Bd received samples from the customer facility for investigation. The samples were evaluated and it was found that several samples did not have visible additive within the tube reservoir, contributing to the customer's indicated failure mode of clotting. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, samples were confirmed to have reduced or no additive within the tube reservoir. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 896640 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that bd microtainer® tubes with k2e (k2edta) was clotting. This was discovered during use. The following information was provided by the initial reporter: material no: 365974 batch no: 9017593. It was reported the patients samples clot completely solid. I am writing to inform you of a problem that I experienced with a lot of bd microtainer k2edta. In three days I had multiple patient's samples clot completely solid. We have always used these microtainers and have never had a issue in the past. All of the samples were easily obtained and were well mixed. After the first sample, I was very conscious of how well I was mixing the samples to avoid another redraw. All of tubes were from the same lot of k2edta microtainers : 9017593 exp 6/30/2020. We have removed all of this lot of tubes.

Manufacturer narrative:
Additional information: this complaint is associated to field action # 2243072-05/09/2019-007-r. 1. Recall summary bd is conducting a voluntary medical device recall for multiple lots of the bd microtainer® tube w/ bd microgardtm closure, k2edta additive, based on confirmed complaints of reduced within the tube reservoir. 2. Product and scope bd microtainer® tube w/ bd microgardtm closure, k2edta additive, catalog# 365974, are used to collect, transport and store skin puncture blood specimens for hematology tests, or for tests utilizing serum or heparinized plasma. 3. Description of issue the referenced lots have been confirmed to have reduced or no additive within the tube reservoir. Bd pas identified this issue thru the bd complaint investigation system 4. Summary table of the # of complaints and mdrs in scope per 806 # 2243072-05/09/2019-007-r dated june 5, 2019 there were a total of 2 complaints and 2 mdrs within scope at the time the field action was made. 5. Hhe summary this issue may develop visible clots within the tube samples or micro clots that are not easily detected during visual inspection of the tubes. As a result, this may lead to recollection of samples or, retesting of patients, resulting in delayed reporting of test results and patient treatment. . Additionally, if a micro clot is undetected, it may contribute to inaccurate cell counts including platelet, and hemoglobin levels that could potentially produce erroneous results that impact patient treatment. This may lead to moderate health hazard to patients. 6. Investigation summary evaluation of complaint samples confirmed that additive was not visually present inside the tubes. Subsequently, retention lot samples from prior and post manufacture of the complaint lot were tested and confirmed the defect was limited to 13 lots manufactured from january 2019 to february 2019. Bd pas has initiated CAPA 896640 to further investigate this issue and implement corrective actions. 7.recall reference #, either bd internal or res/z# bd recall # pas-19-1526.